Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a blockage within the pump supplies. Customer suspected the blockage was within the tubing as they were unable to prime insulin through it. A supply change was performed resolving the issue. Customer's blood glucose level 167 mg/dl.